Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that drill bit broke in the proximal humerus drilling through cannula. A piece of drill bit was retained in the humerus. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h4, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complained product was returned to the post market surveillance team for examination. The reported event of fracture can be confirmed. A part of the drill has fractured off and the fragment was not returned. The item and lot number on the returned drill correspond with the reported product. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined.

Event description:
Diligence is completed and no further information on the reported event has been provided.